Event description:
It was reported that 2 days after a coronary during eluting stenting treatment procedure, the pt returned with chest pain. Please note recent interventions outlined in section b7 of this report. In 2004 the pt developed chest pain and subsequently had 3 taxus express2 drug eluting stents placed in the predilated 80%, mildly calcified lad lesions; 2.5 x 16 mm, distal; 3.0 x 20 mm, proximal; 3.0 x 12 mm, ostial. The physician postdilated the taxus stents with 15 mm balloons. The physician then used ivus and found that the taxus stents were well-positioned and well apposed. 0% residual stenosis was noted. Integrilin and heparin were given per protocol. The pt was placed on pletal and aspirin, as pt was unable to tolerate plavix. As pt was getting ready to be discharged three days later, pt developed chest pain, hypertension, diaphoresis and s-t segment elevation. Pt was taken immediately to the cath lab where pt was given intermittent cardiopulmonary resuscitation. An intra-aortic balloon pump and endotracheal tube were placed. The lad was occluded at the ostium and no flow was evident. The physician was able to dilate the ostium and the proximal segment of the lad with restoration of timi ii flow in that segment. He then dilated the mid-distal segment of the lad several times. In addition to requiring frequent chest compressions during the procedure, the pt received epinephrine, atropine, sodium bicarbonate, levophed and integrilin. Intracoronary nitroglycerin, adenosine and retavase were also administered. Ultimately flow through the lad was lost and despite resuscitative measures, the pt expired. The pt had elevated factors consistent with an activated clotting system along with signs of hypercoaguability. Same case a MFR's #s: 6000093-2004-00377 and 6000093-2004-00379.